Event description:
Hill-rom received a report from the user facility maintenance dept stating, a child pt was in bed pulling on the left foot end siderail when the siderail latch released and the child fell out of the bed and hit his head on the floor. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech inspected the bed and found that the latch hole for the left foot siderail was not centered in the mounting bracket. Therefore, the latch pin was hitting the side of the latch hole and not going all the way in. Parts have been ordered for this repair. The repair will be completed once the parts arrive. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. It is unk if the facility performed preventative maintenance on this bed.